Event description:
The patient was revised due to instability. Hip (r) doi: (B)(6) 2011 dor: (B)(6) 2011.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update - (B)(4) 2012 - litigation papers received. The complaint was reopened to reverse the MDR decision. Update - (B)(4) 2013 - pfs and medical records received. There is no new information that would change the existing MDR decision. Records are available on the l drive if needed for further review. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. The femoral stem was initially placed in a version that prevented anterior stability. Adjustment of the stem to a retroverted position increased the patients stability. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.